Event description:
The customer reported that she was hospitalized due to hypoglycemia, with a blood glucose reading of 11 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was not exposed to high magnetic fields. The customer stated that the battery cap was stripped, and requested a replacement insulin pump. Troubleshooting was declined. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with a stripped battery cap coin slot.